Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed device expiration date: unknown. . Initial reporter phone #: an additional phone # was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd 10 cc syringe experienced a case of device damage/deformation while still considered operable. The following information was provided by the initial reporter: it was reported the syringe was pierced with a small hole. We have received a customer complaint with respect to the 10 cc plastic syringe component and details are as follows: qty. 1 unit. Defect: defective syringe hole. Customer description: "attending physician says that the syringe was pierced with a small hole".

Manufacturer narrative:
H6: investigation summary: one photo was received and evaluated. One loose used syringe was observed in the photo with a customer¿s tip cap attached. The syringe contained unknown substance, which also appeared to be present on the outside of the sample. The stopper was at 1ml marking. An apparently square hole was observed in the syringe wall at the location between the two stopper ribs. Several of the scale markings looked erased, possibly after coming in contact with the substance inside the fluid path. No additional signs of damage were observed in the one photo. Potential root cause for the hole in the barrel defect could not be determined solely on the photo received. It is possible the defect is due to a manufacturing issue. It is also possible product manipulation after leaving the plant contributed to the defect. Based on the evidence available today, there is insufficient information to make a conclusive determination as to the potential cause. A device history review was unable to be performed due to provided material number and lot number not corresponds to each other.

Event description:
It was reported that an unspecified bd 10 cc syringe experienced a case of device damage/deformation while still considered operable. The following information was provided by the initial reporter: it was reported the syringe was pierced with a small hole. We have received a customer complaint with respect to the 10 cc plastic syringe component and details are as follows: qty. 1 unit, defect: defective syringe ¿ hole, customer description: "attending physician says that the syringe was pierced with a small hole."